Event description:
It was reported that during a pta/stenting treatment procedure, the express2 stent came off the balloon. The physician used two other stents to secure the express2 stent against the vessel wall.

Event description:
Request for additional information regarding this complaint have been unsuccessful.